Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refw2911 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported line developed a memory kink in the limb where we clamp the clamp at, causing flow issues during dialysis. It was stated a new line was used because the kink could not be resolved.